Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. While loading a new cartridge, the customer received a cartridge 1 alarm. The customer loaded another cartridge successfully. The customer's blood glucose level was as high as 270 mg/dl and was addressed after the pump supplies had been changed.